Event description:
(B)(4). All of my symptoms were gradual and I was unaware that they all pointed towards the essure device. My symptoms caused by essure (e-hell). Through the roof anxiety, bloated pregnant-looking belly, severe back pain, tingling of extremities (especially my right arm), extreme fatigue, muscle soreness, inability to fall asleep, inability to stay asleep, severe weight gain , inability to lose much weight despite trying diarrhea, hemorrhoids, rupture of said hemorrhoids, sharp stabbing pelvic pain, spontaneous loss of coil in public restroom ((B)(6)), hemorrhaging periods (2-3oz per hour at times "use a menstrual cup")(menorrhagia), vaginal discharge (no odor), night sweats, painful ovulation, loss of libido, painful intercourse, painful periods, hot flashes, spotting after intercourse, burning/stinging/swelling of vaginal opening, urgent urination, inability to completely empty bladder, metal taste in mouth when exerted, intermittent joint, hip, breast pain, nausea, headaches, dizziness, severe brain fog/forgetfulness/memory loss (dementia-like), panic attacks, severe mood swings, depression, ringing in ears, tremors, high blood pressure, unexplained bruising, skin itching/unexplained rashes, hair loss, new mustache hair, snoring, swollen glands, unexplained fevers, swelling of legs and feet, leg cramps, excessive sweating, intermittent blurred vision. I didn't experience these symptoms until after implant of essure in (B)(6) 2011. I am also on 2 different diabetic medications, two anxiety medications, on medication for neuropathy, and one for blood pressure. All since implant of essure.